Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was showing increasing and high lead impedances. It was further noted that the lead had dislodged. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance, a patient alert for hvb-hva lead impedance equaling 136 ohms (B)(6) 2011. Daily hv lead impedance log data shows varying impedance and an abrupt increase for hvb = 84 to 142 ohms peak between (B)(6) 2011. Oversensing, ventricular fibrillation less than equal to 210 ms average v-cycle on (B)(6) 2010 in the timeframe between 21:27:48 and 21:30:32.